Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured between november 25, 2019 to november 26, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submit

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The leak was from an unknown location. This issue was identified during preparation. There was no patient involvement. No additional information is available.